Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed rising blood glucose, and during troubleshooting the insulin cartridge fell out of the pump due to an unsecured connect adaptor. The agent assisted with a rewind, drop test, and follow-up, after which the user replaced the contact detach infusion set and reported falling blood glucose with no alerts or alarms. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after user intervention. Investigation included user-guided troubleshooting and functional checks. Investigation of this case revealed an unsecured connection at the cartridge interface consistent with a connection or assembly issue that could interrupt insulin delivery, with subsequent normal function after rewinding and set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.